Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/16/2025, a sales representative reported via phone that an ar-4551 suturelocs suture broke. This occurred during a meniscal root repair on (B)(6) 2025, when passing the suture through the meniscus, the suture ripped. The device was cut out. The case was completed the old way using a swiveloc and passing a fibertak. This resulted in a 20-minute procedure, and it is unknown if additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.